Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03861. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During the procedure, it was noted that the distal end of the rotawire was broken during ablation. The separated part of the wire was retrieved using a non bsc snare. The procedure was completed with a different device. The proximal part of the wire was cut by the physician to pack the device easily. No further patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A 95 cm piece of wire was loaded in the distal section of the rotalink. It has a mechanical cut evidence in one of its sides, and the other side is broken due to rotational wear. A 1 cm piece of wire is broken in one of its sides due to rotational wear, and the spring tip is attached in the other side. Overall diameter of the wire and spring tip were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03861. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During the procedure, it was noted that the distal end of the rotawire was broken during ablation. The separated part of the wire was retrieved using a non bsc snare. The procedure was completed with a different device. The proximal part of the wire was cut by the physician to pack the device easily. No further patient complications reported and patient's status was stable.